Manufacturer narrative:
(B)(4). Batch # m55e1x. Additional information was requested and the following was obtained: how was the procedure completed - used a new stapler. When did the event occur (during/after use): after use, when load was a refill. The tlc75 device was received with no apparent damage during visual inspection, further analysis on the device showed that the right wedge was missing. No functional test was performed due to the condition of the device. The device was disassembled to verify condition of the internal components, and the pusher block was noted to be damaged. While no conclusion could be reached as to how the damage to the pusher block occurred, causing the wedge to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the knife of the stapler has fallen out after using it two times. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.